Event description:
The customer reported that during a blood draw the product leaked and it appeared as if there were bubbles in the valve. There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date:(B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.